Manufacturer narrative:
A stryker service representative performed an evaluation of the customer¿s device and was able to verify the reported issue. The therapy board was replaced to solve the reported issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
A third party service agent contacted stryker to report that their device gave "abnormal energy delivered" message. Additionally, stryker observed an event code logged in the device's memory that is indicative of a device failure that could result in a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform, resulting in a monophasic shock. In this state, wrong defibrillation therapy may be delivered. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker further evaluated the replaced therapy pcba at the product assessment center (pac) and the cause of the reported issue was determined to be due to shorted q8.

Event description:
A third party service agent contacted stryker to report that their device gave "abnormal energy delivered" message. Additionally, stryker observed an event code logged in the device's memory that is indicative of a device failure that could result in a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform, resulting in a monophasic shock. In this state, wrong defibrillation therapy may be delivered. There was no patient use associated with the reported event.